Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) alarm, beeping anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer walked into the pool, they forgot that the insulin pump was on and it started beeping with a critical pump error alarm showing an x and arrow pointing to a book and was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.